Manufacturer narrative:
The devices associated with this report were not returned. Review of the sterilization certifications for the provided product/lot combinations did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. No error in sterile processing was identified. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update-3/28/2013 ppd and medical records received. This complaint is now legal. Ppd alleges infection. After review of the medical records for MDR reportability, the revision operative note wasn't included so it is not known if the infection was confirmed so the stem, cup, and hole eliminator that were implanted are not being added to the complaint at this time per our legal complaint handleing procedure. If/when we receive more information we will update as needed. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time (B)(4).

Event description:
Pfs and medical records reviewed for MDR reportability. Amended pfs reported grinding, throbbing, limited range of motion and difficulty standing and walking. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address infection.